Event description:
The user facility reported that the device had metal shavings come out during a procedure.  The shavings were washed out of the surgical site and caused a 30 minute delay. There were no further adverse consequences reported.

Manufacturer narrative:
H3 other text : customer couldn't identify device.

Event description:
The user facility reported that the device had metal shavings come out during a procedure. The shavings were washed out of the surgical site and caused a 30 minute delay. There were no further adverse consequences reported.